Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted during a procedure performed on an unknown event date. The day following the procedure, the patient presented to the clinic with chest pain, and an EKG was performed. The patient was sent to the emergency room. A CT scan displayed an obstruction, and the balloon was removed. The physician was informed the patient also presented later with stomach and esophagus necroses and suffers from chronic pain. Patient current condition was not provided.

Manufacturer narrative:
Block b3: event date estimated. Actual date unknown. Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Imdrf code e0618 captures the reportable event of EKG. Imdrf code e2327 captures the reportable event of necrosis. Imdrf code e2330 captures the reportable event of pain. Imdrf code e233001 captures the reportable event of chest pain. Imdrf code e2328 captures the reportable event of obstruction. Imdrf code a010402 captures the reportable event of migration.